Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer¿s blood glucose was 288-431 mg/dl. Troubleshoot could not be performed as the customer changed all supplies and resumed insulin delivery.